Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was an issue with a 8mm large suturecut needle driver instrument. No further information was provided. Isi followed up with the initial reporter and obtained the following additional information: the instrument was probably blunt and no longer cut properly or the wires were broken. There was no injury or impairments to the patient.